Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a replacement device delivery issue; the adc device was replaced as customer initially reported the meter not turning on when inserting test strip. As a result, on (B)(6) 2022, the customer experienced cold sweats, tremors, tachycardia, and had a seizure. However, the customer reported self-treating with (B)(6) and 2 tablespoons of glucose. No third-party medical treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The DHR (device history review) for the xceed meter was reviewed and the DHR showed the xceed meter passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a replacement device delivery issue; the adc device was replaced as customer initially reported the meter not turning on when inserting test strip. As a result, on (B)(6) 2022, the customer experienced cold sweats, tremors, tachycardia, and had a seizure. However, the customer reported self-treating with coca-cola and 2 tablespoons of glucose. No third-party medical treatment was provided. There was no report of death or permanent injury associated with this event.